Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (screeching sound when battery was changed) has been completed. Upon evaluation, the unit generated service code 107 which locked the monitor. The cause for the service codes cannot be positively identified but was likely the result of corrupt software database. The programmable logic device (pld) and flash were reprogrammed and the unit powered up properly. The cause for the pld and flash errors cannot be positively determined. No adverse event resulted from the corrupt memory. The patient received a replacement monitor.

Event description:
A (B)(6) male patient's caregiver contacted zoll customer support to report that when the battery was changed this morning, the system started to screech. The patient was issued a replacement monitor.